Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the balloon was dilated to 8 atms and at 2 mins 45 secs the balloon lost all pressure and blood was seen in the inflation device. They physician pulled the balloon back into the sheath with some residual contrast in balloon and balloon catheter was removed fully intact. A se stent was used to complete the procedure. No patient injury was reported. Device evaluation: the powercross dilation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The returned device exhibited sanguine material on the exterior of the balloon chamber. The device was returned in post-inflation profile: not tightly wrapped or winged. A 10cc water filled syringe was attached to the center hub luer lock and the center lumen was flushed. A guidewire was front loaded through the distal tip with ease. A 10cc water filled syringe was attached to the balloon luer lock water was observed exiting the balloon chamber but the location of the leak could not be determined. A 10cc air filled syringe was attached to the balloon luer lock and the balloon chamber was immersed in a water bath. The air was injected into the catheter and bubbles were observed exiting the balloon chamber in the area of the proximal balloon end area. The proximal end of the balloon chamber was examined under a microscope and a longitudinal tear was noted.